Event description:
It was reported that the patient had high number of atrial tachycardia/atrial fibrillation episodes. The device had undersensing and had history of far-field oversensing. No patient complications were reported as a result of this event. It was further reported that the device reached elective replacement indication at five years of use due to high battery impedance. The device was removed and replaced. It was also noted that the patient was thought to be in atrial fibrillation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated as eri due to battery voltage was logged on (B)(6) 2011. Ramware version 8 installed during week ending (B)(6) 2011.

Event description:
It was reported that the patient had high number of atrial tachycardia/atrial fibrillation episodes. The device had undersensing and had history of far-field oversensing. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had high number of atrial tachycardia/atrial fibrillation episodes. It was also noted that the patient was thought to be in atrial fibrillation. The device had under sensing and had history of far-field over sensing. It was further reported that the device reached elective replacement indication at five years of use due to high battery impedance. The device was removed and replaced. No patient complications were reported as a result of this event.